Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid right coronary artery. A 4.0 x 15 mm nc trek was used for pre-dilatation. The balloon was inflated 3 to 4 times at 12 to 18 atmospheres for 20 seconds each time and during inflation blood was seen in the indeflator. An attempt was made to remove the trek as a single unit; however, the proximal shaft separated. As the separation was outside the patient it was easily removed. There was slight resistance advancing and removing the catheter. The procedure was completed using a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail 6f jl4.0. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.